Event description:
Patient sitting up on table positioned for spinal. Patient moved causing needle to bend. Patient repositioned. Spinal fluid still noted. Needle bent again to appropriate level and broke off. X-ray taken. Scheduled surgery performed. Patient respositioned and needle removed by orthopod.